Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The customer reported seeing the leak coming from the tubing through pinch valve pv48. The instrument was also generating red blood cell (rbc) and platelet (plt) background failures when the leak was noticed. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found that the tubing through pinch valve pv48 had become disconnected at check valve cv24 from the bottom of the sweep flow chamber. The customer reattached the tubing, which repaired the leak and the failing backgrounds. The repairs were verified per established procedures. (B)(4).